Event description:
It was reported that the patient experienced pain at the device site. Visible muscle stimulation was noted at the pocket. The pulse generator exhibited a diagnostics anomaly. The diagnostics were cleared and normal function resumed.